Manufacturer narrative:
(B)(4). Device manufacture dates for lot 13k004: october 13, 2013 - october 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection of the device found that the tubing was separated from the junction of the stress-member. A small portion of the separated tubing was observed to still remain inside of the stress-member. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Further examination of the returned sample revealed a jagged surface on the pvc tubing at the broken point. The assignable root cause of the reported condition is due to excessive force on the pvc tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing set of an intermate device disconnected from the coil cap. This occurred during a patient infusion of an unknown drug (s). There was no patient injury or medical intervention associated with this event. No additional information is available.